Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was removed from eye due to haptic deform. The level of haptic deform was small. Cartridge nozzle was abnormally inflated. Volume of used viscoelastic material appeared to be enough. As surgical video during setting was not available, it is difficult to tell the exact root cause but it is more likely that the user did not follow some of instructions, such like pushing rod too fast or pushing rod on and off. It is known by reproduction test that when we push rod too fast or on and off, sometimes haptic will be kinked (bent). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was injecting a ks-ni2 aq310ain preloaded injector lens, -18.5 diopter, into the patients eye and the haptic was kinked (bent). The lens was removed and the surgery was completed by using the backup preloaded injector lens.